Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and received a minimum fill notification. Reportedly, the customer filled the cartridge with 300 units of insulin. In addition, when attempting to load a new cartridge, the customer received a cartridge alarm 19. The customer was able to reload the cartridge successfully and will continue to monitor system performance.